Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 22mg/dl. Troubleshooting was performed. It was stated that the customer was not connected during rewind/prime. The programming in the insulin pump was correct. It was stated that the customer was wearing the insulin pump while having an MRI and cat scan. The customer stated that she was changing the infusion set, but she was not sure if she was doing it correctly. The daughter mentioned that the device had been exposed to high magnetic field a few times, and there is a possibility that she was over bolusing herself. The customer did not have an infusion set and reservoir available to run the displacement test. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.